Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio installed a new therapy connector and advised the customer to dispose of the removed therapy accessory cable. After completing unrelated repairs, the device passed functional and performance testing. It was returned to the customer for use.

Event description:
It was reported that the, "unit has a broken therapy connector." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement in this event.